Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The inspiratory printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that at approximately 15:20 pm on (B)(6) 2016, the ventilator alarmed and stopped cycling during patient use. The patient was manually ventilated via an ambu bag then later transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.